Event description:
Reported as "iab abrasion/rupture". The report states that blood was noted in the helium drive line. As a result, the iab was removed. A 2nd iab was not inserted. No patient harm or injury. The patient status is reported as "stable".

Manufacturer narrative:
(B)(4). The reported complaint for iab "blood noted in the helium drive line" was not able to be confirmed as the product was not returned for investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Reported as "iab abrasion/rupture". The report states that blood was noted in the helium drive line. As a result, the iab was removed. A 2nd iab was not inserted. No patient harm or injury. The patient status is reported as "stable".